Event description:
When getting patient up from MRI of left shoulder, patient stated that he was in a lot of pain in the left shoulder. Patient stated it felt like a stabbing pain and like it was burning in his left shoulder. Patient lifted his sleeve and said that his shoulder felt cool to the touch. I could see that his skin was not red. I checked with the patient again before he left and he said that it did not feel like it was burning anymore. The patient did not have any skin touching the coil or the machine during the test.